Event description:
It was reported when using the bd vacutainer® urine collection cup protective label fallen off lid of urine cup and exposing 18g needle to the environment, sterility has been affected due to the absence of a label. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "protective label fallen off lid of urine cup and exposing 18g needle to the environment, sterility has been affected due to the absence of a label. Clinicians are also at risk of needle stick injury. Product is also stored in a temperature controlled environment and not within a hot environment."

Manufacturer narrative:
The following fields have been updated with additional information: d9: device available for evaluation: yes, returned to manufacturer on: 2022-09-21. Investigation summary: mat: 364941. Lot: 2080440, 2017871. Bd received 3 samples from the customer in support of this complaint. The samples were evaluated and the issue of label lift was observed. Bd was able to confirm the customer¿s indicated failure mode from the samples provided. Bd was not able to identify a root cause for the indicated failure mode. The device history records were reviewed with no issues being identified. There were no related quality notifications. All processes and final inspections comply with specification requirements. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® urine collection cup protective label fallen off lid of urine cup and exposing 18g needle to the environment, sterility has been affected due to the absence of a label. This event occurred 3 times. The following information was provided by the initial reporter. The customer stated: "protective label fallen off lid of urine cup and exposing 18g needle to the environment, sterility has been affected due to the absence of a label. Clinicians are also at risk of needle stick injury. Product is also stored in a temperature controlled environment and not within a hot environment."

Manufacturer narrative:
"Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 2017871. Medical device expiration date: 31-jan-2024. Device manufacture date: 17-jan-2022. Medical device lot #: 2080442. Medical device expiration date: 31-mar-2024. Device manufacture date: 21-mar-2022. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.